Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with unresponsive esc button due to corroded keypad traces. No button error alarms were noted. The insulin pump was unable to perform rewind, basic occlusion test, prime test, excessive no delivery test, occlusion test or displacement test due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump stopped working. The customer stated that the contacts on the battery cap were not damaged or missing and that the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported the display returned. The customer was advised to remove the battery for five minutes and clean the battery cap and the display did not return. The self test could not be completed due to a button error alarm occurring. The last blood glucose reading was 370 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.